Event description:
The customer reported that during a routine inspection, he discovered that his olympus evis exera iii video system center was not displaying an image. According to the initial reporter, there was no output signal from the processor and the front panel leds were continuously on. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, both users¿ originally reported issues were not confirmed. The image was present during testing and there were no abnormalities with the front panel. However, it was noted that the scope ID was not showing when 180 and 150 series scopes were used due to a defective printed circuit board. It was also noted that nbi mode was not functioning properly with 180 series scopes. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.